Event description:
It was reported that, ¿pt came in 2 months ago complaining of pain in left knee, after feeling it ¿give¿ one day. Upon x-ray, appeared to have poly wear and a revision to replace poly insert was scheduled. When insert was removed wear appeared on posterior medial aspect of insert. A new insert was implanted of the same thickness. Pt requested implant so unable to send in for evaluation. No other information was available to send with this report.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.